Event description:
It was reported that the patient's right atrial (ra) lead was failed to capture. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.